Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient had their vns lead and generator explanted as the wound in his chest would not heal. Additional relevant information has not been received to-date. The explanted devices have not been received by the manufacturer to-date.

Event description:
Follow-up from the physician¿s office provide that at the patient¿s post-op appointment his chest wound was infected. The patient was taken back to the operating room to have the wound washed out and debrided. After the post-op visit for that surgery the patient was reportedly doing well, but the wound had still not healed completely.

Event description:
Review of the DHR for the implanted lead verified the product was sterilized prior to distribution.